Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd veritor ¿ at-home covid-19 test 5 positive results occurred despite being negative on other tests. The following information was provided by the initial reporter: customer stated his wife does a bd test she is positive despite being negative on other tests taken the same day and that this has happened 5 times in a row.

Manufacturer narrative:
H6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿false positive results¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. The customer stated they used bd tests in the penitentiary and every time his wife does a bd test she was positive despite being negative on other tests taken the same day and this has happened 5 times in a row. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, review of software updates, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. A review of bug fixes and software updates was conducted, and no issues related to this complaint were identified. Further investigation via the scanwell app database was performed for the reported issue. According to the database research, there was only 1 positive result for jan 2023. The rest of the tests were taken in 2022 and were all negative. The image for the positive test does show faint lines that was accurately detected and analyzed. The reported issue could not be confirmed based on the scanwell investigation. This complaint was not confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that bd veritor ¿ at-home covid-19 test 5 positive results occurred despite being negative on other tests. The following information was provided by the initial reporter: customer stated his wife does a bd test she is positive despite being negative on other tests taken the same day and that this has happened 5 times in a row.